Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported via medwatch "during insertion of accucath ace intravascular catheter, catheter broke and piece was retained in patient. Patient required transfer to higher level of care for vascular surgery to remove piece of catheter."